Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience pain on the right side of the penis. The device had an aneurysm and was not functioning properly. The existing ipp was explanted and replaced. There were no further patient complications.